Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As part of the post market surveillance study investigation, an olympus engineer was dispatch to the user facility to observe the sampling techniques of the scope sampler and noted the following deviations: cardboard was brought in the sampling room. Preparation of equipment without aseptic operation. Sampler did not wear appropriate size of gown. Sampling staff touched non-sterilized field and items. The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing.

Manufacturer narrative:
D11: product returned. As part of the investigation an specialist was sent to observe the reprocessing techniques and did not observe any deviations. As part of the post market study, the referenced scope was sent to an independent laboratory for re-culturing. The sample which was collected from the endoscope tested positive for rothia amarae, staphylococcus warneri and kocuria kristinae (total of colonies 28cfu). The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the physical evaluation. As part of the post market study, a physical evaluation was conducted on the scope. A visual inspection was performed and found a foreign brownish stain along the instrument channel wall near the opening from the distal end side (approximately 20mm). Additionally, the distal end body has a greenish stain at the channel opening. The suction channel; however, had no signs of discoloration or foreign material present within. Furthermore, the bending section cover, insertion tube, and light guide tube have no signs of discoloration. The scope passed the leak test. The service group noted the bending section cover glues were cracked and the distal end cover had a deep dent. A review of the loaner scope's history noted the scope was last repaired on august 21, 2018. The cause of the foreign stains in the channel and the cause of the reported event are unknown, however, the investigation is ongoing. If additional information becomes available, this report will be submitted accordingly.

Manufacturer narrative:
The referenced scope was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time. However, olympus will continue to investigate and obtain more detailed information regarding the reported events. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study, the scope cultured positive for staphylococcus pettenkoferi, corynebacterium sp. And staphylococcus hominis after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause analysis report for the postmarket surveillance the referenced tjf study. There were no deviations observed during the oer-pro inspection and environmental investigation. Although no reprocessing procedure deviations were observed, based on the investigations (microbiological analysis, reprocessing procedure review, device evaluation), insufficient/improper reprocessing procedures cannot be ruled out as a contributory factory of the reported event.